Manufacturer narrative:
Advanced failure analysis found that the clevis pin was found to not be swaged. This was what caused it to become dislodged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have the clevis pin dislodged. The missing piece was returned. There was no material found missing and no other physical damage. This complaint is being reported due to the following conclusion: the instrument clevis pin was missing or sticking out with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeons noticed the pin hanging out on the side of the instrument and were unable to remove instrument from port. The procedure was completed with no reported injury.